Event description:
A user facility has reported that during treatment the hemodialysis machine had a filling program error. The machine remained in alarm state and the facility was unable to clear alarm. The treatment was stopped. The patient's blood was not returned and estimated blood loss was 150 ml. The patient completed treatment with a new set-up. The patient had no adverse effects and no medical intervention was required. Additional attempts have been made with no additional information provided on machine repair and status.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.